Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensors had given weak signal and change sensor alerts and that the cannulas have been bent. The blood glucose reading was 242 mg/dl. The customer also reported that one cannula had broken off in the body and that he gets infections.